Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the delivery system was difficult to manipulate and turn into the right ventricle. The physician noted that the leadless implantable pulse generator (ipg), once deployed, exhibited high thresholds and caused an effusion. The device was difficult to recapture, but was explanted, and replaced with a different leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Fdc: 71 fdr: 213 fdm: 10 23 26 38, product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed. The delivery system shaft was mechanically kinked/buckled. The analyst noted that the device was returned with the delivery system seated correctly in the device cup. The device was able to be deployed and blood was found in the device cup. The inner shaft had a kink at 1.5 and 2.0 cm. The recapture cone was not to extend beyond the device cup and the device was not seated back on the recapture cone. The outer shaft is kinked at 5.5 cm from the distal end of the device cup. Articulation could be applied but the shaft is out of plane. Fdc: 71 fdr: 213 fdm: 10, 26, 38. If information is provided in the future, a supplemental report will be issued.